Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery (vats) procedure, the surgeon was able to press the green button but unable to squeeze the handle, thus the device did not fire. The device itself locked on tissue and cannot be removed. However, upon trying again it had been removed by releasing the black handle. The device was replaced to complete the procedure. There was no patient injury.